Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port attached to a catheter was returned for evaluation. Along with sample, two photos were provided for review. Visual, microscopic, tactile and functional testing were performed on the returned device. A complete circumferential break was noted on the proximal end of the loaded catheter. The edges of the complete circumferential break on the proximal end of the attached catheter were noted to be jagged. A piece of catheter was noted to be missing on the proximal end. The surface of the complete circumferential break on the proximal end of the catheter was noted to be granular throughout. The manufacturing site review states, an initial view of the images showed a chronoflex catheter connected to a powerport MRI, the samples appeared to be clean, the tip of the catheter that was connected to the stem was found to be broken, a piece of catheter was observed to be missing at the proximal end, further evaluation of the stem showed residues from use and irregular edges, flash was observed in the stem molding closure section. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly damaged by the stem of the port. Furthermore, the proximal side of catheter that connects to the stem looked ridged. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during the preparation of a port placement, the catheter was allegedly damaged by the stem of the port. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.